Event description:
The customer reported that the pump was no longer charging, and there was no warranty coverage on the device. There was no adverse impact to the customer's blood glucose level, as specific bg values were not provided. No replacement pump was provided, and the existing pump will not be returned due to the expired warranty, with no further information available.